Event description:
It was reported that during an esophageal stenting treatment procedure, the stent migrated. An ultraflex esoph ng dst cvd stn 23x10 stent had been advanced to treat the target esophageal stricture. While attempting to deploy the stent, the physician was not able to, for unspecified reasons. The stent migrated "and it ended up in the stomach". The stent was able to be retrieved with an unspecified snare. It was noticed that the stent appeared to have "holes in the mesh" at the proximal and distal ends of the stent. The procedure was completed with another of the same device. There were no patient complications reported. Despite multiple attempts to request additional information, no information has been received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.